Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of swollen lymph nodes/ glands is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, swollen lymph nodes/ glands.

Event description:
Patient reported left side undulations, "signs of rupture due to presence of enlarge lymph nodes with prosthetic content" in left axilla. Device was explanted. Patient was treated with "analgesics". Rupture confirmed during explant surgery.